Event description:
It was reported that a gradual loss of therapeutic effect occurred. The patient used to feel a tingly sensation in the back of her head but for the last 3 weeks she felt a sharp pain in the back of her head and twinges in the back of the neck. There were no known accident or incident related to this event. Later it was reported that high impedance measurements of >10000 ohms were found with electrode #7. The patient was reprogrammed around electrode #7 but later reported that therapy was not as good. Then the patient could not adjust stimulation and had a "call your doctor" icon displayed. There was an oor condition with low out of range impedance values of <50 ohms. There was a short between electrodes 3-5, which was actively programmed. There would be another reprogramming to reprogram around those electrodes to address pain needs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).